Event description:
It was reported that the surgeon found the spring on the aviator plate was broken when doing a final tightening.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review results: the plate was confirmed visually to have a deformed spring bar. Manufacturing files were reviewed and no incidents were found. The single barrel drill guide was used during the procedure. The bent spring bar was noticed after placement of the screws and locking of the spring bar. The likely root cause is the application of cantilever forces on the drill guide during removal of the drill guide as specified in the surgical technique. Conclusion: the likely root cause is the application of cantilever forces on the drill guide during removal of the drill guide as specified in the surgical technique.

Event description:
It was reported that the surgeon found the spring on the aviator plate was broken when doing a final tightening.